Event description:
Nellcor puritan bennett received info that suggested that the device failed to properly ventilate while attached to the pt. The customer reported that there was no harm to the pt.

Manufacturer narrative:
Nbp will notify FDA when further info is received.